Event description:
Rapid medical received a report that a patient experienced bleeding within the same vascular territory during a procedure involving tigertriever 13 revascularization device. A patient with previous history of stroke (2014) and pulmonary embolism underwent carotid artery stenting (cas), during the procedure a distal thrombus was formed (m3 segment), despite perioperative dual antiplatelet treatment. The occlusion was successfully treated with tigertriever 13; however, a small bleeding was noted at the time of device removal. Attempts to resolve the bleeding with coil embolization were unsuccessful due to perioperative dual antiplatelet treatment. Patient has deteriorated and is still in ICU.

Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection per standard manufacturing processes to ensure the device meets specifications prior to release. Based on the limited information the exact cause of the bleeding is unknown.